Event description:
It was reported to boston scientific corporation that one our uromax ultra balloon dilatation catheter was being used to dilate a stricture in the ureter in 2007. During the procedure, the balloon burst at 10atms while being inflated, which resulted in a perforation in the ureter lumen wall. The entire balloon was retrieved. The patient required further intervention. A stent needed to be placed in the ureter to alleviate the stricture and restore the perforation. The patient is being monitored. A full recovery is expected.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation, but has not been received yet. A failure analysis is not available at this time and we are not able to determine if the device met specifications. The march 2007, 15-month uromax ultra complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The february 2007 data point is at it's complaint alert limit; "however, since the prior months have performed below their respective complaint alert limits, no specific action is warranted at this time.